Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 4/12/2017: medical records received. After review of the medical records for MDR reportability, the patient dislocated immediately post op on (B)(6) 2017 and underwent a closed reduction. The patient continued to show posterior dislocation signs so the patient was revised on (B)(6)2015 for dislocation. The cup was noted to be in satisfactory anteversion and abduction, but was revised to help eliminate posterior dislocations. The patient also reported pain after dislocations. The lot numbers are being updated. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
Additional narrative: this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinic reports states patient was revised to address dislocation.